Manufacturer narrative:
(B)(4). Batch # r57190. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid resection the doctor attached the anvil, attempted to close and the anvil popped off. The doctor reattached the anvil and was able to close with no issues. There were no patient consequences reported. After the procedure, the doctor noted the anvil detached easier than it should.